Event description:
It was reported that during the unk procedure the distal tip of the el5ml broke off during use. The broken pieces were not saved as they were throw into the sharps container. Surgical delay was unknown. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 12/10/2025 b3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # unk the device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/5/2026. D4: batch # z7031u. Investigation summary: the product was returned to ees for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was returned with the jaw broken and the broken part of the jaw was not returned. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components the device was disassembled; upon disassemble eleven (11) clips were found inside clip track. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause the jaw broken of the reported event. Device history review: a manufacturing record evaluation was performed for the finished device batch z7031u number, and no non-conformances were identified.